Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done as the lot number was not provided. Based on the information provided to st. Jude medical, the cause for the reported event remains unknown. However, the most likely root cause classification consistent the reported event is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported that during an atrial fibrillation ablation procedure that a cardiac tamponade occurred with a cool path duo ablation catheter. The physician had used a sjm brk needle inside a swartz braided transseptal sheath to access the left atrium. An inquiry optima ep catheter was used in the cs and a reflexion spiral ep catheter was used for mapping in the left atrium. The physician was checking the right inferior pulmonary vein when the cool path duo catheter and introducer inadvertently went out of the left atrium. He tried several times to reaccess the left atrium with the ablation catheter only. When the physician felt he had re-established access in the left atrium it was noted the catheter signals under fluoroscopy showed the catheters in the left atrium. However, the 3d map showed the catheter was along the anterior wall. The physician was unable to move the catheter more posterior. The physician withdrew all devices from the patient. There were no symptoms of complications and a transesophageal echo was normal. The patient was sent to the intensive care unit to recover. A tamponade was discovered an hour and a half later which was resolved with a pericardiocentesis. There were no further complications and the patient was discharged home.